Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Case 2 of 2. Shoulder stabilisation; the (B)(6) hospital, (B)(6) 2018. It was reported when implanting anchor, after suture had been passed and whilst tying down, the suture became separate from the anchor ie it was pulled out directly. The anchor remained in the bone however the suture and knot were separate - thus not completing the repair. The surgeon thinks the suture bridge inside the anchor holding the suture in, is what has been broken. This happened twice, once each in 2 different patients. Nil known adverse outcomes, however another anchor was therefore needed to complete the repairs each time. 5 minute delay to the procedure.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part 210820 lot l680158 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional event information received on 10/22/2018. The instrument was implanted to the hard stop. The knot fully cinch when popped off the card. The knot slid down no problems but it was at the start of tensioning that the incident occurred. No unusual force was used either.